Event description:
The disposable loading unit was used with an disposable stapler during a colon resection. The staples did not form properly. The suregon manually sutured to complete the procedure. No pt injury reported.